Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-aug-2016 from a healthcare professional and it was reported that the patient first stared experiencing the infection in (B)(6) of 2012. The symptom of the infection was drainage at the pump site. The patient was evaluated (¿cbc, chem panel, udt¿ on (B)(6) 2012) at the community hospital and levaquin was ordered. The infection was obvious with the drainage. The cause of the infection was noted to be pump site pocket infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was joint pain/arthritis and non-malignant pain. It was reported that all the patient's devices were explanted due to an infection in approximately 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.